Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 5 in the patient's mouth, the implant did not achieve osseointegration. Upon removal of the healing cap, the implant unscrewed out of its socket. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.